Event description:
Medtronic rec'd info that this affinity oxygenator failed to oxygenate and also to flow through its membrane. This incident happened after one and a half hr on bypass. The last arterial saturation was approx or less than 50% and the maximum flow was approx 175 ml/min. The inlet pressure in the oxygenator was more than 300 mmhg. The last act was approx 400 secs. The unit was changed out during bypass, with no reported complications to the pt.

Manufacturer narrative:
Analysis: the product has not been rec'd for analysis. Without device return, review is limited and no definitive results can be provided. Review of the device history record could not be performed as product specific info was not provided. Return from the facility is anticipated. A supplemental MDR follow-up report will be sent to FDA if the product is rec'd. Conclusion: exact cause of the event could not be determined as the product has not been returned. No pt complications associated with the event.